Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics customer care center (ccc) to report discordant low na and cl results on a patient sample. The ccc led the customer through troubleshooting steps on the integrated multisensor technology (imt) system. The ccc had the customer replace the standard a bag. They replaced the bag with a bag from an alternate lot, 7av682. Per the ccc the customer has been monitoring the results since the replacement of the standard a and no further issues have been seen. Siemens headquarter support center (hsc) reviewed the information provided. The root cause of the discordant low na and cl results is unknown. No instrument data logs were provided so no further technical review can be performed. The device is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant low sodium (na) and chloride (cl) results were obtained on a patient sample on the dimension exl 200 clinical chemistry system. The patient result was not reported to physician. The same patient sample was repeated on an alternate dimension exl system and higher results were obtained and reported. The same sample was repeated on the original dimension exl after replacement of the standard a bag and the higher results were confirmed there are no reports of patient intervention or adverse health consequences due to the discordant low na and cl results.